Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported the spo2 value displayed is too low from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The field service engineer went for onsite service at the customer site and confirmed that the spo2 value was too low. A value of 30 was displayed. The fse determined that the spo2 board was defective and needed to be replaced.